Event description:
Intravascular lithotripsy was performed using a 3.0 mm shockwave balloon. This resulted in an area of dissection / contained perforation in the mid rca. FDA safety report ID# (B)(4).